Event description:
It was reported that it was noticed that water and moisture was inside the sterile package of the device. The device will not be used for implantation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found.